Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners and cracked on display window. The pump had a minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had pieces missing and cracks top of reservoir compartment . Customer's blood glucose value was 99 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.